Event description:
Reference number (B)(4). Event occurred in the united states. On 14-aug-2024, it was reported that the patient encountered 4 infusion set tubing disconnects from the pigtail. The infusion set in use for 1 day the blood glucose level was high and the patient took correction bolus via pump. No further information available .

Manufacturer narrative:
Initial and final MDR (B)(4).

Manufacturer narrative:
Supplemental report 01 - MDR (B)(4) - MDR 3003442380-2024-27511. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. The investigation associated with related event database 2019515 has been approved and is complete. No additional action is required, and this complaint will be closed. This issue will be monitored through the post marketing surveillance (pms) product trends and malfunction according to the market quality review (omqr) procedure. The identified for malfunction code, tubing is damaged (e.g., kinked, deformed, twisted, collapsed, or pinched), is not associated with a design or manufacturing-related complaint issue. Therefore, a detailed investigation or inspection of reference samples is not required. Batch review lot 6005421 was manufactured on 03-feb-2024, in machine 10, with a total of 30,000. The batch record was reviewed to verify if all the applicable procedures were followed, and no issues were found. Review of the batch record showed that all relevant tests required during the manufacturing process and final product release had been fulfilled and met the requirements. No discrepancy related to this issue was found within the documentation. Conclusion summary of the related event. Due to the following batch record review yielding no discrepancies and no non-conformance (nc) was generated during production. In the manufacturing process the tubing is inspected against specifications before released for production. However, during use could also accidentally kink the tubing by winding it or getting the tubing caught on or in something. No further action is required for this complaint.

Event description:
To date no additional patient or event details have been received.